Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 8 months ago, the patient noticed loss of coordination and recently tested positive for covid. The patient also shakes. They stated they have not recently recharged for 5 days but the recharger is showing the implantable neurostimulator (ins) is about 75% charged. They stated that after 5 days, the ins charge level would usually be about down to 25%. The recharger is showing the ins is on. They made an appointment to meet with the healthcare provider (hcp) to have the implant checked in late (B)(6) and to be reprogrammed. Additional information was received on 2021-may-24 from the consumer reporting that they saw their hcp for reprogramming and the hcp discovered that "half of it was turned off". They explained that "whichever lead controls the left side was off". The hcp turned it back on and everything is stabilized now.